Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the usable insulin in cartridge was less than 50 units. Customer was educated on minimum fill recommendation, instructed to add insulin to same cartridge, and successfully completed cartridge load and resumed insulin.